Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2014 with the following findings: the returned battery cap is damaged and not usable. A test battery cap was used for all testing. Pump powers with test battery cap to a dim discolored display. Test battery cap is unable to fully tighten. Battery compartment crack observed in thread area. A power loss was not duplicated. Evidence of a partially discharged battery being installed observed in black box on (B)(6) 2014. There were multiple unexplainable power on reset events also observed in bb on (B)(6) 2014. The keypad was intact. All of the buttons were intermittently unresponsive. Evaluation revealed that there was contamination under all key contacts. The "audio bolus button" is difficult to push. The bolus button is responsive. The white slug in bolus button cover found to be misaligned. The current draws are within specifications. Removed pump case. No evidence of moisture or loose components inside pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.